Event description:
It was reported that during routine exchange of the implantable cardioverter defibrillator (ICD), the shock lead impedance was greater than 200 ohms in multiple vectors. Impedance from the distal coil of the right ventricular (rv) lead to the ICD was 75 ohms and technical services (ts) recommended programming the system to this vector with the new device. At this time, this rv lead remains in service and no adverse patient effects were reported.